Event description:
It was reported that the statlock did not stay in place and often resulted in unintentional removal of nasogastric tubes. It was also reported by another customer that the patient complained of nose wounds because of the statlock device. The customer reached out to the representative and received tips on how to properly use this device, which had been shared among clinicians, but it did not seem to have an impact. It was further stated by another customer that the clinicians were having a hard time with the nasogastric tube holder.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿adhesive chemistry not appropriate for application (poor quick stick characteristics) ¿. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the statlock did not stay in place and often resulted in unintentional removal of nasogastric tubes. It was also reported by another customer that the patient complained of nose wounds because of the statlock device. The customer reached out to the representative and received tips on how to properly use this device, which had been shared among clinicians, but it did not seem to have an impact. It was further stated by another customer that the clinicians were having a hard time with the nasogastric tube holder.